Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer replaced the t-valve. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report receiving cartridge chemistry cuvette no fluid detected errors. The customer wore a ppe at the time of the event. No results have been affected by this event. No injury or exposure to fluid was reported.